Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed irregular color tone abnormality. The issue was found during therapeutic laparoscopic sigmoid resection. Inspection and testing of the returned device found that the image was only a magenta or green color. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device (ccd) unit of the endoscope connector, the color tone of the image was not proper (i.e., the image is magenta or green only). The following additional faults were also identified: the adhesive on the bending section rubber had a chip, the ccd)was damaged and produced a noisy image, and the video connector was deformed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. It has been over 5 years since the subject device was manufactured. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established, however it is probable that the image problem was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The occurrence of the reported problem can be be prevented by adhering to the instructions below found in chapter 3 of the device's instructions for use (IFU); "preparation and inspection 3.8 inspection of the endoscopic system": "confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops." Olympus will continue to monitor the field performance of this device.